Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be conducted since the device sample is not available for evaluation. The root cause cannot be determined due to the lack of the device sample. The complaint cannot be confirmed. No corrective/preventative actions will be assigned.

Event description:
The customer alleges that the blade is broken in the package.